Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00134.

Event description:
The customer reported to olympus, during an unspecified procedure, the doctor went in with scope and tore pylorus. The patient needed 2 hemostasis clips to stop the bleeding. No additional information available. This event includes 2 reports: (B)(6): tjf-q190v, 2124743; (B)(6): maj-2315, unknown. This report is 1 of 2 for (B)(6): tjf-q190v, 2124743.

Event description:
Update: additional information reported by the customer: procedure: endoscopic retrograde cholangiopancreatography (ercp) for the indication of abnormal imaging. To the knowledge of the customer, there were no anatomical or procedural issues that could have contributed to the reported event. The patient's current condition is reported as "not sure". There were no abnormalities in the appearance of the scope or distal cover prior to the procedure. It was inspected to ensure no cracks. No images can be provided to aid in the investigation. No endotherapy devices were used in the procedure.

Manufacturer narrative:
This report is being updated to provide additional information reproted by the customer. A2: patient age. 80-90 years old.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported issue occurred due to moving the scope after operating suction, while the end of the device was pressed against the mucosa. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: only apply suction when the endoscope is stationary. After releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ "moreover, IFU (operation manual) cites the following as instances of handling that could cause damage to tissue by endoscope. Performing angulation control or inserting/withdrawing endoscope with excessive force. Inserting/withdrawing endoscope while the bending section is locked." This supplemental report includes a correction to e2, e3, and g2 from the initial medwatch. Also, information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide an additional h6 hecc code for laceration.